Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood draw of one patient via the red port of the hemodialysis line using an unknown bd vacutainer® blood collection device, blood did not fill the tube and stopped 1/4 way full. Healthcare worker waited for few seconds for the tube to be filled but noted air on the hemodialysis line starting from the red port. Healthcare worker withdrew the needle and drew blood from the cvc port instead. No adverse impact was reported regarding the patient or user.